Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. A control panel was replaced. The system functions as intended.